Event description:
It was reported that the unspecified bd nexiva IV catheter experienced tubing defective. The following information was provided by the initial reporter: 18g nexiva was being used for pressure injection during CT scan. Extension tubing split - longitudinal split . Clamp was confirmed to be open. Split occurred at the point where the clamp had previously been closed. Max pressure rates for the injector is 300psi. Customer reported that this has happened on 2 previous occasions. In (B)(6) 2022 - 18g nexiva in use pressure injector at 5mls/ second, also occurred in (B)(6). No documentation of nexiva size. No pictures taken or samples kept from any incident.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary - as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.